Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had been failing repeatedly. A field service engineer could not get it to fail in the hardware test application and found that the contacts on the micro switch were slightly corroded. A field service engineer replaced the latch assembly and also adjusted the latch housing to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system sj.neuro-2 smart remote manager fridge lock failed repeatedly. The customer stated that the door had been failing when being accessed to issue medication to the patient. The customer added that sometimes the door would open but then other times it would not open. There were no adverse events or injuries reported based on this incident.